Event description:
It was reported that difficulties removing the balloon occurred. The target lesion was located in the circumflex artery. A 2.50 x 24mm synergy xd stent was selected for treatment. Following stent deployment, a lot of difficulty and friction occurred while retrieving the balloon. The guide catheter plunged into the left main due to the balloon resistance. No patient complications resulted in relation to this event and the patient's status was stable.

Manufacturer narrative:
Evaluation by MFR: the device was not returned for analysis however an angiographic clip was obtained and reviewed. The angio is difficult to visualize with considerable moire artifact. From the angio, the guide catheter movement is consistent with tugging the sds to get it to release. Looking between the sds marker bands it appears the balloon remains inflated in the distal half and the stent is unexpanded in the proximal half.

Event description:
It was reported that difficulties removing the balloon occurred. The target lesion was located in the circumflex artery. A 2.50 x 24mm synergy xd stent was selected for treatment. Following stent deployment, a lot of difficulty and friction occurred while retrieving the balloon. The guide catheter plunged into the left main due to the balloon resistance. No patient complications resulted in relation to this event and the patient's status was stable.